Event description:
Per report, during a transfemoral tavr procedure, an iliac dissection was noted upon removal of retroflex3 24 fr sheath. A stent placed successfully to repair the iliac injury. The patient was stable after the procedure. The patient's access vessel minimum luminal diameter was 7.3 x 8.9mm with severe vessel calcification and no vessel tortuosity. Additional information provided by the company representative: nothing abnormal was noticed on the 24fr sheath during inspection prior to use. During the procedure, the 28fr dilator was difficult to insert and remove; the sheath went in much more easily. There was no difficulty encountered during insertion or removal of the sheath. The physician's perceived cause of event was the patient's poor vessels due to the peripheral vascular disease, and the vessel calcification.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access site diameter was 7.3 x 8.9mm. Per report, there was severe vessel calcification, and no tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, minimum lumen diameter less than recommended vessel size, and the vessel severe calcification may have caused or contributed to the reported vessel dissection. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.